Manufacturer narrative:
G4:26may2021. G5:510k: k102985. B4:23jun2021. The customer reported that the ventilator experienced a device shutdown and would not power on. The device was evaluated by the customer, who confirmed the reported problem. The customer replaced the power management board ran a full performance verification test. The device was reported to have been fixed. No other anomalies were reported.

Event description:
The customer reported a ventilator that was unexpectedly shutting down now will not power on. The unit was not in use on a patient at the time of the reported issue.